Manufacturer narrative:
A ge service representative performed an over the phone investigation. The engineer instructed the user to reboot the system to repair the apparent software issue. The reported problem was resolved by the customer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.